Manufacturer narrative:
For the pending event: 1. Summary of investigation results: the investigation determined that the issue was consistent with a pre-analytical handling problem. 2. Summary of follow up/corrective actions taken: a general reagent issue was excluded. The issue was consistent with a sample-specific issue (bubbles, foam. Clots, fibrin filaments).

Event description:
1. Describe the event: there was an allegation of questionable elecsys ft4 IV results for 1 patient sample on a cobas e 402 analytical unit.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?"? No 5. Device reprocessed and reused? No.